Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized 10 years ago due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was unknown. Customer stated that when she changes the infusion set she usually had low blood glucose. Customer also stated that she has gone unconscious due to low blood glucose. Nothing further was reported.